Manufacturer narrative:
Only patient's birth year was reported. Therefore, only the year of the reported birthdate is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a patient who had undergoing a thrombectomy procedure with a solitaire x on (B)(6) 2020. Baseline mrs was 0, nihss was 14, mtici was undetermined. Thrombectomy was performed to remove clot in the middle cerebral artery (mca) m1 segment with post-procedure mtici of 3 achieved. On (B)(6) 2020, the patient developed myoclonus of the face and left arm. Video eeg did not show any sign of simple partial epilepsy. The patient was treated with oral lacasamida and IV rivotril. Site assessment determined the event was not related to the solitaire device or the patient disease under study. The event was possibly related to the procedure. The event was not resolved and resulted in disability.

Event description:
Additional information received indicating the cause of the event was not determined, however, video eeg test showed no signs of the presence of simple partial epilepsy. It was possibly related to the procedure as it occurred two days after.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a patient who had undergoing a thrombectomy procedure with a solitaire x on (B)(6) 2020. Baseline mrs was 0, nihss was 14, mtici was undetermined. Thrombectomy was performed to remove clot in the middle cerebral artery (mca) m1 segment with post-procedure mtici of 3 achieved. On (B)(6) 2020, the patient developed myoclonus of the face and left arm. Video eeg did not show any sign of simple partial epilepsy. The patient was treated with oral lacasamida and IV rivotril. Site assessment determined the event was not related to the solitaire device or the patient disease under study. The event was possibly related to the procedure. The event was not resolved and resulted in disability.

Manufacturer narrative:
Only patient's birth year was reported. Therefore, only the year of the reported birthdate is valid. If information is provided in the future, a supplemental report will be issued.